Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Medical intervention was not specified. Although there was no patient harm, injury, or foam particles found, this event is reportable due to a potential to cause or contribute to a serious injury as identified in CAPA pr7211. A report will be filed with all applicable regulatory agencies. A report will be filed with all applicable regulatory agencies. During the evaluation of the device, at the manufacture's service center the device was visually inspected and found no evidence of foam degradation. During the evaluation, no foam particles were observed. The device has been scrapped.